Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At the 45-day routine follow-up, transesophageal echocardiogram (tee) revealed a possible small device related thrombus on the face of the closure device. Procedural imaging and 45-day follow-up imaging was reviewed, and the closure device met release criteria and continues to be well seated. The physician decided to continue the patient on oral anticoagulant (oac) therapy, and a follow-up tee was scheduled. The patient was sent home.